Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel and air/water cylinder, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer before sending it back to olympus for repair the device was cleaned, disinfected and sterilized before being sent back to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities were found in accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The air/water nozzle channel was flushed in the detergent solution. There was no other concerns about reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the gastrointestinal videoscope had foreign material in scope channel while cleaning, object removed but did cause tear in scope channel. The issue was found during a diagnostic endoscopic ultrasound procedure. There were no reports of patient harm.